Event description:
Manufacturer ref no.: (B)(4). The device was returned and evaluated by baxter. This complaint was opened during the investigation of complaint (B)(4). The "upstream occlusion" alarm was confirmed through an event history log review. The cause was undetermined. If any additional info is received a follow up will be sent. The ultrasonic pusher and ultrasonic sensor were replaced.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was returned and evaluated by baxter. This complaint was opened during the investigation of complaint (B)(4). The "upstream occlusion" alarm was confirmed through an event history log review. The cause was undetermined. If any additional info is received a follow up will be sent. The ultrasonic sensor was replaced.